Event description:
On (B)(4): customer reports via phone that staff will enter a CT protocol at the control console, then go out to the injector powerhead to prepare for injection. When the staff rotate the powerhead into the down position for injecting, the CT protocol flow rate changes from previous selected values to a higher flow rate of like (B)(4). Staff here noted the flow rate changes, and corrected at the powerhead. No pt has been injected with the incorrect rate. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.